Event description:
Patient has a hospital acquired stage 4 pressure injury to his philtrum related to anchor fast. Hapi = hospital acquired pressure injury. Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter).